Manufacturer narrative:
Additional information has been provided in h.6. And h.10. No service has been requested by the customer. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This facility has multiple locations in several countries. This follow up report reflects a correction in the initial reporter e.1. Incorrect facility location was originally reported. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During the irrigation/aspiration portion of a surgical procedure there was no water flow. The cassette was exchanged with no resolution to the issue. The cassettes primed as normal. The system was restarted and the case was completed without incident. Additional information was requested and received.